Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump was received with cracked case at display window corners and reservoir tube lip, severely scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that there was black line in display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not bumped, dropped or exposed to extreme temperature. The insulin pump will be returned for analysis.